Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem confirmed and the cause was air in patient line due to, the home patient did not prime extension line completely. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during drain 2 of 7 with a drain volume of 642ml. The technical service representative (tsr) assisted the home patient (hp) by to check the patient line for kinks, clamps, occlusions, pull up on lines at hc door, close/ reopen transfer set 3 times. The tsr had the hp check patient line for air/fibrin. The hp states that there were bubbles and fibrin in the patient line. The tsr advised the hp to end therapy and call the nurse (rn). The patient was involved but there was no patient injury or medical intervention reported. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they had company over that day and they attached an extension line and did not prime it completely, and they thought that could have caused air to enter the set.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.